Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as unidentified (tear)opening. (Shell thickness was within specification). ¿ lump/nodule ¿ ndr: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side "rupture." Patient additionally reported "breast nodule" which is not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, e1, g2.

Event description:
Patient reported left side "rupture." Patient additionally reported "breast nodule" which is not device related. The device has been explanted.

Event description:
Patient reported "left side rupture" the device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.